Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular dysfunction. Minimal information regarding this event has been provided. Requests for additional information are currently being requested from the healthcare provider. The root cause of this event cannot be determined; however, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. If any new information is received, a supplemental report will be submitted accordingly. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that this (B)(6)-y-o male with a bioprosthetic mitral valve, implanted in the for 14 years and five (5) months, underwent a valve-in-valve procedure for unknown reasons. A tmvr was performed using an edwards transcatheter valve. No other information was provided.

Event description:
It was reported via the implant patient registry that this (B)(6) male with a bioprosthetic mitral valve underwent a valve in valve procedure after an implant duration of fourteen years and five months due flail cups leading to mitral regurgitation. As reported, tee showed a flail cusp of the mitral bioprosthesis. An edwards transcatheter valve was implanted within the disabled edwards valve. The procedure was technically successful, the postprocedural course was uneventful. The postoperative tte showed a regular function of the prosthesis in mitral position. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint."